Manufacturer narrative:
Additional information was received that the scs was not providing relief to the patient.

Event description:
A report was received that the patients ipg was implanted too shallow. It was unknown if the patient experienced any device issues. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-70 serial # :(B)(4) description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patients ipg was implanted too shallow. It was unknown if the patient experienced any device issues. The patient will undergo an explant procedure.